Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During a routine 45 day follow up examination, computed tomography (CT) imaging revealed a laminar thrombus towards the limbus on the closure device. The patient was instructed to discontinue dual antiplatelet therapy (dapt) and placed on anticoagulation (eliquis) medication.